Event description:
On 03-dec-2025, a customer contacted technical service to report that nurse call installation (product code p2599nncinstall, serial number (B)(6), had code blue call not audible in conference room. The process step during which this occurred was unknown. There was no patient injury or death reported with this event.

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary(dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customers provided third-party products (e.g cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific console in pbx department, a staff station located in a break room or hallway, mobile phones,etc. The customer preference/request at the time of the initial integration. The baxter technician thoroughly inspected the nurse call device and was unable to duplicate the reported issue. The nurse call device functioned as designed. However, if the reported event of a code blue not alerting were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.